Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Stored episodes revealed noise with oversensing, and unipolar pacing threshold was 1.7v@0.4ms. The rv configuration was split into bipolar sensing and unipolar pacing, and isometrics performed with this programming revealed no noise. This crt-p system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported. Additional information received reported that the crt-p was explanted and replaced due to advisory with no recent allegations, and high out-of-range pace impedance measurements greater than 3,000 ohms were observed on the chronic rv lead while connected to the new device. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Stored episodes revealed noise with oversensing,, and unipolar pacing threshold was 1.7v@0.4ms. The rv configuration was split into bipolar sensing and unipolar pacing, and isometrics performed with this programming revealed no noise. This crt-p system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.